Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the actual device evaluation results. E-submitter has been experiencing difficulty with the codes at the time this report was packaged/submitted. We are actively working on resolving this issue with e-submitter. Codes will be provided in a follow up report. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the niti core wire and the platinum coil had been fractured the end of the device. Magnifying inspection of the niti core wire on the segment around the fracture found it had been distorted on 0mm - approximately 9mm from the fractured distal end. Magnifying inspection of the platinum coiled segment found the platinum coil had been raveled on the segment 0mm - approximately 28mm from the fractured distal end where the platinum coil, stainless steel coil and the niti core wire were fixed to one another. On approximately 28 mm- 30mm from the fractured distal end of the platinum coil the stainless steel coil was found to have been deformed. Further magnifying inspection confirmed the rest of the stainless steel coiled segment did not have any other anomalies, including widened coil pitch or jumbled coiling, in the appearance. The length of the niti core wire from the distal fractured end to the joint with the stainless steel coil was compared with a current product sample. It was found the distal, 2mm in length was missing from the actual device. The reveled platinum coil was incapable of being measured exactly. The thickness of the niti core wire was measured on the segment adjacent to the fracture. It was confirmed to be equivalent to that of the current product sample. Electron microscopic inspection of the fracture of the niti core wire revealed the core wire had become diminished toward the fracture end with the fracture end being in a diagonal shape. Electron microscopic inspection of the fracture cross section of the niti core wire revealed the dimple pattern had been generated on the surface. The outer diameter of the undamaged platinum coil segment was confirmed to meet manufacturing specification. Simulation testing was conducted. Two retention samples from the involved product code were prepared. With their distal coil being trapped, the samples were subjected to the force below respectively until their niti core wires became fractured. A pulling force after application of the torque force was applied. The fracture end became diminished and diagonal with the generation of the dimple pattern on the fracture cross section. This state is found to be similar to the fracture on the niti core wire of the actual device. The niti core wire was found to have become distorted on the segment from 0mm to approximately 8mm in the manner similar to the actual device. This product has the structure where the platinum and stainless steel coils and niti core wire are fixed to one another at approximately 30mm from the distal end of the device. The stainless steel coil and the niti core wire are fixed to each other at approximately 250mm from the distal end of the device. The coiling is applied to the niti core wire in a clockwise direction. Due to this structure, when the coil is subjected to torque force clockwise, the coil pitch becomes thicker. With the application of torque force counterclockwise, the coil pitch becomes rough. When this product is subjected to consecutive one way torque force in a clockwise direction, the coil may go up over itself and get jumbled. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the distal segment of the platinum coil of the actual device was trapped in some hard object, including the involved stent. In attempts to release the trap, excessive torque force was applied to the actual device. This distorted the niti core wire and deformed the stainless steel coil. Subsequently, in attempts to release the trapped device, excessive pulling force was applied to the actual device. This fractured the niti core wire coiled with the platinum coil. During further withdrawal manipulation the platinum coil was raveled and fractured. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint record found no other report of this nature with the involved product/lot number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the device fractured during a procedure. Follow up communication with the user facility confirmed the following information: the procedure was a right complex coronary angioplasty; the guide runthrough ns became stuck in a synergy (boston) stent mesh; after multiple attempts to retract, the end of the guide ruptured at its radiopaque portion remaining in situ in the middle right coronary; additional manipulation was necessary, removal and traction with an angioplasty balloon support; and the patient was harmed.